Event description:
It was reported that during a nephrectomy procedure, the blue cartridge was removed and a grey cartridge was put it. The device was first used on fatty tissue. The surgeon felt resistance and had to use more force to close the firing trigger. The surgeon fired and felt subsequent crack. At the end of the firing sequence the stapler jammed, the surgeon was not able to open the jaws. Finally he was able to open it. A new device was opened, the blue cartridge was removed and a grey cartridge was put in and renal view was stapled correctly. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.